Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID#: (B)(4).

Event description:
The customer reported that immediately after inserting the intra-aortic balloon (iab), the customer received the "sensor failure" message. They tried reconnecting without success. They were transducing the central lumen and had a waveform and blood pressure (bp) on the screen. Pumping was success. They were advised to leave the fiber optic(fo) cable disconnected. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was returned. The sheath was returned attached approximately 22.0cm from the iab tip. A kink was observed on the catheter tubing approximately 39.6cm from the iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported sensor failure. However, we are unable to determine how this failure may have occurred and has been escalated to respective supplier to determine a root cause. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
The customer reported that immediately after inserting the intra-aortic balloon (iab), the customer received a "sensor failure" alarm. They tried reconnecting without success. They were transducing the central lumen and had a waveform and blood pressure (bp) on the screen. Pumping was success. They were advised to leave the fiber optic(fo) cable disconnected. There was no reported injury or adverse event to the patient.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was returned. The sheath was returned attached approximately 22.0cm from the iab tip. A kink was observed on the catheter tubing approximately 39.6cm from the iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported sensor failure. The root cause is addressed under scar 21-f-scar-14; in which it was found that the optical fiber was broken inside the connector assembly. Total preventive maintence was implemented for the eddy dispenser to establish a frequency maintenance using maximo platform. Additionally, weighing method improvement was implemented to ensure correct epoxy amount was placed into sensor cable connectors. An additional corrective action was guard installation with automatic motion on eddy dispenser to prevent take out connectors during epoxy injection cycle. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).